Event description:
MDR decision date: (B)(6). Injury alleged. Malfunction alleged. The patient was lifted up, and when the screw came out the customer fell. The customer had to be taken to the hospital for stitches. She states that the boom opening seemed wider than usual. Follow up call (B)(6) 2013: the consumers' daughter said that one of the hooks got missed when attaching the sling, so she slid out. She said it was just a little screw that holds the guard on the leg. MDR filed.